Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming a no delivery. The customer's blood glucose level during the incident was 598 mg/dl. The customer had not treated the high blood glucose. Troubleshooting was performed. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated insulin exited and the insulin pump alarmed a no delivery. The cannula was not bent. The customer was advised to change the entire infusion set. The device will not be returned for analysis.